Manufacturer narrative:
Breakage may be due to dropped or misused insert, no defect found. The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted.

Event description:
Customer reported tip of insert broke off during patient care. The patient went to the ER as a precautionary measured because they were unsure if the tip was swallowed. No injury occured/resulted.